Event description:
Report received from (B)(6) stating the motor was "noisy and the lock lever was defective." The device was not being used during a procedure. No patient or user injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported noise could not be confirmed, but the motor did exhibit damage to the locking mechanism that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is still rotating. In addition, the motor was observed to have low rpm's and a damaged flex circuit, and it was determined that the unit had likely been immersed. This condition is indicative of improper or ineffective cleaning and maintenance of the equipment. If additional information is received, a supplemental report will be sent. Ref: (B)(4).